Event description:
Customer reports one of the instrument's screw backed out and fell in the pt's wound. The screw was found and removed. The rongeur was returned to codman in 2000 without separated screw. The hosp was contacted and reported that when screw could not be located; pt was x-rayed; delaying surgery. The x-rays showed the screw was not in the pt and it was subsequently found on the end of back table. The screw has since been lost by the hosp and is not available for eval.